Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator was reaching end of life. It is unknown when the patient lost therapy. The device was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.